Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in singapore, this was a case of a 20mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the 20mm sapien 3 valve was implanted high resulting in perivalvular leak. A second valve, 23mm sapien 3, was implanted. The patient did not suffer any injury during the procedure. The patient recovered and was discharged. Per medical opinion, the root cause of the valve malposition was the loss of capture during ventricular pacing.